Event description:
The customer reported that while preparing the subject device for use, scratches were observed on the insertion section. There was no patient or user injury reported. The device was sent to an olympus service center for evaluation. During inspection and testing, service found the endoscopic image was blurry. This report is being submitted for the malfunction blurred image found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company's MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device ccd unit. Damage or deformation of the connector. Movable l-range sliding error that occurred in the zoom scope. Blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual. Important information please read before use. Warnings and cautions. During the device evaluation, service found that due to damage to the charge coupled device ccd, the specified resolving power was not obtained, there was static noise and no image. The light guide bundle was slipping down, the light guide lens was cracked and had discoloration, and the objective lens was cracked. The insulation resistance value did not meet specifications due to a chip on the camera cover c-cover. There was reduced angulation, the bending angle in the up direction did not meet specifications due to wear of the angle wire. The play of the up/down knob did not meet specifications due to wear of the angle wire. The distal end was dented. The right/left knob was cracked. The up/down knob was cracked. There was a water leak at the edge of the nozzle, and due to a dent in the nozzle, the air supply volume did not meet specifications. The control unit was worn and leaking. The adhesive on the bending cover a-rubber was worn and cracked. The connecting tube was wrinkled, and the coating was peeling. The image guide protector, switch 1, switch 2, and switch 4, were damaged. The universal cord was wrinkled, and the universal cord protector on the scope connector side was damaged. The scope cover was dirty from insufficient cleaning, the scope connector and the electrical connector had corrosion due to chemical stress and fluid ingress. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.